Event description:
It was reported that the device did not treat the vf episodes. External defibrillation was performed to terminate vf episodes. The device then went into backup vvi reset mode. The device was explanted and replaced. Patient was fine after procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory. The device had a power-on reset while delivering high voltage therapy for fib. The device was removed from backup vvi mode and tested on the bench. No anomalies were found. An arc mark was observed on the ICD can. Further evaluation of the arc mark indicated the presence of lead material. The damage found is consistent with that caused by arcing between the hv conductor and the ICD can. The cause of the reset was the lead arc to the ICD can during high voltage delivery.